Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history record) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified erratic readings from the adc glucose meter. The customer experienced a loss of consciousness. The customer provided readings of 342 mg/dl, 402 mg/dl and 353 mg/dl, taken within minutes on (B)(6) 2021; however, it is unknown if this is related to the reported loss of consciousness. No further information has been provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.